Event description:
#Medwatcher #(B)(4). I got the essure (B)(6). Since I've had it I've experienced extreme pain on both sides front and back. It is especially painful during my period and when I'm ovulating. It is so painful it hurts to move. I've been to the emergency room and they just send me home with pain medication and muscle relaxers which barely help.